Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, intermittent oversensing noise and noise reversion episodes were observed on the right atrial lead. The first instances of inappropriate atrial tachycardia/atrial fibrillation detection due to oversensing noise occurred around the end of (B)(6) 2019. The right atrial lead measurements appeared stable and within normal limits. The device is already programmed to ddi mode. No intervention was reported. The patient was stable throughout.